Event description:
Patient was implanted with a left femoral component in the right knee.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.